Event description:
It was reported that this patient's implantable cardioverter defibrillator started emitting beeping tones. Technical services (ts) reviewed this device data and noticed high out-of-range (oor) shock impedance of 125 ohms. The beeping was confirmed to have been triggered by the impedance measurement. The shock impedance trending appears to be slightly elevated over the last year. As 125 ohms is not indicative of a lead fracture, ts recommended to bring the patient into clinic to turn beeping off, evaluate the shock lead, increase the oor alert to 150 ohms and continue monitoring the patient. If impedance exceeds 150 ohms a commanded shock should be considered. Further information was received indicating that no commanded shocks were performed, and the patient will continue to be monitored. This lead remains in service and no adverse patient effects were reported.